Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 575cc saline mentor smooth round moderate profile breast implants and experienced bilateral deflation postoperatively. As a result, the patient underwent bilateral device removal and replacement with 750cc saline mentor smooth round moderate plus profile breast implants, catalog number 3502750, serial number (B)(4) on the left side and lot number 9519550 on the right side on (B)(6) 2020. This report is for the patient's right-sided device.

Manufacturer narrative:
On december 30, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation of the device, a tear was observed on the anterior view, measuring 1.8 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).